Event description:
The customer contacted baxter's service center regarding a leak in the disposable cassette, which occurred on the homechoice (hc) during setup. The technical service representative (tsr) was assisting the home patient (hp). When the hp was removing the cassette, she said that water started shooting out of it and the bags had not been connected yet. The hp was trying to remove the cassette but was having difficulty as they said it looked like there were 2 cassettes in there with one having the tubing cut off. The tsr was not sure how the caregiver (cg) could possible get 2 cassettes in the door. The hp stated that they would call the cg to had him help her remove the cassettes and to try with a new one. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the reported issues. The hp stated that there was only one cassette in the hc device (not two as initial reported). The hp stated that she was not how the tube of the cassette was cut off which caused the leak. The hp was able to continue therapy later one with all new supplies.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is known, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. A review of all batch record documents was performed with no issues noted during the manufacturing process.